Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery while trying to give a bolus. Customer's blood glucose was unknown mg/dl. Customer was assisted to performed a 5.0 unit fixed prime and the insulin exited. Customer does not wish to run additional 5 unit fixed prime. Customer was advised there may be possible site related issue or site/set occlusion. Customer was advised to change the entire infusion system. The customer was advised that we are sending replacement infusion sets. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.